Event description:
One patient with discrepant ammonia results. Initial result gave 140 mmol/l. Sample repeated three times giving 32, 39 and 42 mmol/l respectively. Erroneous result was reported. Patient not adversely affected. Although the exact root cause could not be determined, the field service representative performed scheduled maintenance and cleaned and decontaminated the external water tank. Performance tests were performed which were within specifications.